Event description:
User facility mandatory medwatch received that stated: "the epidural pump itself was functioning properly. The bolus cord, which is connected to the pump shorted. The button that the pt would use to administer the medication was always activated. The nurse caring for the pt immediately noticed that the pump was delivering a dose of medication that the pt did not press the button for. The nurse immediately clamped the IV site and took the epidural pump off the pt. There was no harm to the pt. The bolus cord passed preventive maintenance testing but failed a bolus cord flexion test. The clinical technician stated that this was due to normal wear and tear. All other bolus cords on epidural and pca pumps have been replaced throughout the health system. The bolus cord in question was mistakenly discarded in the process. We have contacted an outside source for recommendations on replacement cycles and lift expectancy of these bolus cords." Upon further query the following information was provided that indicated, an unrequested bolus dose was delivered. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device "passed all testing;" however, the bolus cord "did not ass the flexion test." Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returned the device for eval. If the device is rec'd, a follow-up report will be submitted.